Event description:
My name is (B)(6). I am writing you in concern about my knee replacements. They have been giving me multiple problems. My right knee has been giving me the most problems. It is swollen and also turning dark. I am writing you because I think my knee replacement is the cause. The pain that my knees cause are unbearable. They ache and hurt every day. My doctor tells me that he doesn't know exactly what is wrong. I was wondering if there were any problems with the type of knee replacements I have. It would be really great if I could get down to the cause of my pain. I would also really like your help. Thank you.